Event description:
It was reported that this right atrial lead exhibited oversensing and undersensing. Reprograming of the device was performed and further review of the patient was discussed. This lead remains in service. No further adverse patient effects were reported.